Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the patient was hospitalized due to the insulin pump over-delivering. The caller blamed the over-delivery on the infusion set recall. The caller was unsure of the time and date of the hospitalization. The customer's blood glucose was in the 30 mg/dl. Ems came to the home and treated the customer with a sugar water IV. The customer was not wearing the insulin pump at the time of medical intervention; they had been disconnected from the insulin pump for greater than 48 hours prior to the intervention. Troubleshooting did not occur. The insulin pump was not returned for analysis.